Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of layered microhyphema and intraocular pressure (iop) increase with headache at 10 days postop from the micro-stent device implantation. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of layered microhyphema at 10 days post op, intraocular pressure (iop) increased to 41, and headache; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no information provided regarding intraoperative complications associated with device implantation, and no indication of device failure. Possible root causes are that microhyphema is an anticipated risk associated with device implantation, which is reflected in the product instructions for use (IFU) and elevated iop postoperatively is also a risk associated with device implantation, which is also reflected in the product IFU. This may be the result of residual blood in the device lumen, closure of the cyclodialysis cleft generated during device implantation, retained viscoelasic or a combination of these factors. The manufacturer internal reference number is: (B)(4).